Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: bilateral capsular contracture, [baker grade iii] and an exchange from textured to smooth breast implants due to the patient¿s concern with the product. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported bilateral capsular contracture, [baker grade iii] and an exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device remains implanted. This record is for the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases. A leak test was performed which identified no leakage. A microscopic analysis was performed which identified: partial delamination of plug strap disk shell. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: partial delamination of plug strap disk shell due to adhesive failure.

Event description:
Device has been explanted.